Event description:
A ventilator was returned to the manufacturer for service for no initial power up on the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center and the device powered up as expected. There were no part(s) replaced on the device. The device will be scrapped.